Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported nav-ring is not moving, and the problem was discovered during the performance verification testing. There was no patient involvement.

Manufacturer narrative:
G4: 01jun2020. B4: 01jun2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.